Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient's blood glucose (bg) had been elevated all day, with the highest bg at 420 mg/dl and ketones. The patient's doctor had reportedly recommended a temporary basal rate of 20% higher than the usual basal rate. The reporter stated that with use of the recommended temp basal rate, the ketones went away but the patient's bg remained elevated. The reporter noted that the site and set had been changed, and the patient's bg remained elevated. Customer support reviewed the pump and found that all settings and histories were correct. The reporter noted multiple loss of prime warnings had occurred during the day, and that the patient was feeling sick. It is unknown at this time if the patient feeling sick was due to an unrelated illness or due to elevated bgs. Troubleshooting indicated that the temp basal rate was interrupted with the loss of primes, and also that the patient was without insulin for an hour the afternoon of the reported incident due to the cartridge running out of insulin. The reporter denied any site or set issues. Customer support determined that interruption of the temp basal rate, being without insulin for an hour, and possible illness may have all caused or contributed to the continued bg elevations. The reporter stated that the patient sometimes has unexplainable elevated bgs and that this is not a new issue. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy, and a clear cause of the elevated bg could not be defined.

Manufacturer narrative:
The reported recurring loss of prime issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The "pump not primed" and no "cartridge detected" warnings were observed in the black box history. There was no data found in the black box history from the reported loss of prime issue due to continued patient use. The rewind, prime and load steps were successfully performed on the pump. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump was opened and no damage was found to the force sensor circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery issues found with the pump during investigation.